Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump squirted insulin when he priming the insulin pump and filling his infusion set. His blood glucose level was 200 mg/dl. Insulin continued to drip after the customer let go of the act button during the prime process. The drive support cap was sticking out. The customer also reported that he was in the hospital. He was advised to revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test and unable to prime during prime test, due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window and cracked reservoir tube.